Event description:
It was reported that the right atrial (ra) lead was explanted due to loss of capture. Subsequently a new ra lead was successfully implanted. No additional patient adverse effects were reported. The lead is not expected to return for analysis.